Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplementary report will be uploaded.